Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Physio replaced the system controller and user interface pcb assemblies due to some event codes logged and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported lockup issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display. A white display is indicative of a device lockup condition that could delay or prevent defibrillation if it were necessary. There was no patient use associated with the reported event.